Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 1 year and 2 months. The pump remains in use supporting the patient. No further issues have been reported. A direct correlation between the pump and the reported event could not be determined; however, the instructions for use lists driveline infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted due to a pseudomonas driveline infection. The patient was discharged on (B)(6)2015. On (B)(6) 2015, an abscess had grown proximal to the driveline exit site. A CT scan was performed and revealed inflammation and phlegmon. The hospital staff made a decision to do a rectus flap. The patient continued on antibiotic therapy. On (B)(6) 2015, it was reported that the driveline was very well incorporated and a rectus flap was not needed; however, a small abscess was removed. The patient was discharged on an unspecified date. No further issues were reported.